Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: during investigation, the keypad was found to be peeling at the ok button. The complaint of the up arrow keypad button¿s under-responsiveness was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was evidence of contamination found on the down and ok button contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored and the battery compartment had multiple cracks.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.